Manufacturer narrative:
Upon investigation by philips, the customer reported the monitor was tilted down with pressure and the monitor tilt/swivel arm broke. This site is serviced by an authorized philips distributor and, to resolve the reported issue, the monitor arm was replaced. Further analysis of the replaced part was not possible, as the replaced part was discarded. Philips performed failure analysis of the same part model and determined that the amount of weight needed to cause a similar failure would need to exceed the weight of the attached monitor and would require a significant amount of added force. At this time based on the available information, we are unable to determine if the pressure applied to the monitor tilt was outside normal expected use. H3 other text : not returned.

Manufacturer narrative:
Upon investigation by philips, the customer reported the monitor was tilted down with pressure and the monitor tilt/swivel arm broke. This site is serviced by an authorized philips distributor and, to resolve the reported issue, the monitor arm was replaced. Further analysis of the replaced part was not possible, as the replaced part was discarded. Philips performed failure analysis of the same part model and determined that the amount of weight needed to cause a similar failure would need to exceed the weight of the attached monitor and would require a significant amount of added force. At this time based on the available information, we are unable to determine if the pressure applied to the monitor tilt was outside normal expected use. H3 other text: not returned.

Event description:
Initially this event was thought to be a control panel swivel unlocking. It was later determined to be a monitor arm detachment. It was reported the affiniti 50 ultrasound system had a broken and detached monitor arm. The system was not in clinical use at the time and no person was harmed. The field service engineer (fse) replaced the monitor arm.